Event description:
The customer called to report that the suspect device was used to check their blood glucose. Customer obtained a result of 160mg/dl. When customer checked the memory, a result of 928mg/dl was saved. No other info was provided.